Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited failure to capture. No intervention was performed at this time. There were no consequences to the patient.